Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states the patient tested 5.6 inr on the coaguchek xs plus system while a comparison lab returned as 10.0 inr. The patient's warfarin dose was held based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.